Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 88-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, distal wire perforation occurred. User facility attempted coiling and ended up injecting fat for embolization. An emergency pericardiocentesis (-300ml) procedure was needed. Patient was hemodynamically stable at the end of the case. Perforation required covered stent and/or balloon tamponade.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.